Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 01/11/2018. Retain product was tested and functioning according to specification. Return product was not available.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant ionized calcium result of <0.25 on a (B)(6) year old female with high blood pressure and a racing heart. There was no additional patient information available at the time of this report. Return product is not available. (B)(6). There are no injuries associated with this event. The investigation is underway.